Event description:
During a ptca procedure the physician had a hard time seating the guide in the right coronary artery. There was excessive torquing during the procedure in order to place the catheter into position. The catheter folded up over itself and it kinked. When retrieving the catheter back, the proximal segment fractured away from the distal segment. There was no pt injury.